Event description:
The facility representative reported failure code 804.34. The event occurred during bio-med testing. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation, or if any additional information becomes available.

Manufacturer narrative:
Evaluation summary: the condition of fail code 804:34 was confirmed in the event history. This fail code was caused by a need to upgrade the pump head module software. The pump head module software was upgraded. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.